Event description:
It was reported that initially the device was ¿getting shocked differently,¿ was hurting, and was not really effective. The patient clarified that ¿shocking¿ was not the device shocking her but rather discomfort squeezing in the middle of her butt and ¿discomfort between her butt crack.¿ suddenly about two weeks prior to the report, the patient started feeling a different stimulation sensation. The patient had had open heart surgery and a divorce so she had forgotten about the device and therapy, but prior to the event it was working well. It was unclear when the device was working well and when it was not effective. The patient stated that if she decreased stimulation, it would likely make her go to the bathroom ¿a million times.¿ she wanted to try a different program. The patient changed the setting from program 2 to program 3 and she had much better sensation and comfort on program 3 at 1.5. The patient planned to try out the new settings to makes sure she had good urinary symptom relief. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09fth, implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received patient was sometimes unable to adjust with or without the antenna. The patient started the week of the call going to the bathroom 7-8 times at night and 5-6 times the night prior to this call. Four night prior to this call patient tried new batteries. The patient noted that it had been really bad at night time this weekend but still much better than before implant. The patient was getting up 13 times a night. It was noted that since implant patient had felt like a cramping sensation in the butt check, but when she felt that her symptoms seemed to do better. The patient changed to program 4, 6 or 7 months ago. It was noted that after implant her foot was twitching and health care provider and manufacturer representative had to do something with their programmer. The patient had open heart surgery and neurostimulator (ins) was turned off. When trying to synch patient was getting the question mark. Then patient was able to communicate and stated she was on program 4 at 2.8 and saw that the ins was on. It was noted presently it seemed a little too strong so patient decreased to 2.3 and felt better. The patient stated she was getting the question mark again when she went to decrease stimulation. The patient was wondering if ins was off during the weekend. The patient tried the programmer with and without the antenna and stated it seemed she could sometimes be able to adjust stimulation and sometime not. The patient was also going to make an appointment with health care provider.